Event description:
Inflammation of meninges. Info was received on 1/17/07 from a physician via a distributor in chile regarding a pt (age, sex and initials unk) who underwent surgery for a herniated nucleus pulposus. One sheet of seprafilm placed during the surgery. The pt later presented with "a picture of meningitis". The cultures (unspecified) that were performed were negative. The physician concluded that the product caused or affected the inflammation of the meninges.